Manufacturer narrative:
A patient experiencing ineffective stimulation was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2022-01423. It was reported that patient experienced ineffective stimulation. Surgical intervention may take place to address the issue.

Manufacturer narrative:
Date of event is estimated. UDI : unique device identifier is not available.